Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01007. This report is being submitted as additional information. The referenced report of the stroke the patient had back in (B)(6) 2017 was reported under medwatch MFR report #2916596-2017-03081. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 months. "Manufactuer's" investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained data from (B)(6) 2018 at 20:30:29 through (B)(6) 2018 at 14:35:14. On (B)(6) 2018, a no external power alarm was recorded at 15:00:28, followed by low flow, driveline disconnect, and lvad off alarms, representing the pump being turned off and disconnected from the system controller following the patient¿s death. Pump parameters were recorded at 0 at that time. The remainder of the file was unremarkable, ad appeared to show the pump functioning as intended. Heartmate 3 lvas will not be returned for evaluation. Reportedly, the patient¿s size prevented the center from retrieving the pump. The heartmate 3 left ventricular assist system instruction for use lists stroke, bleeding, infection, respiratory failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook provides care instructions in regard to preventing infection. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a dramatic brain bleed. On the morning of (B)(6) 2018, the patient was found unresponsive but still breathing by a family member and was taken to the local emergency department (ed). On the evening prior, the patient had reported feeling dizzy, but denied pain or fever. The patient reportedly ate and went to bed as usual. A head CT performed in the ed demonstrated a large left sided intraparenchymal hematoma with surrounding edema and 9mm midline shift. On admission, the patient¿s inr was therapeutic at 2.5 (goal 2-3). The patient was do not resuscitate, and subsequently expired. It was reported that the event was not believed to be device related, as the pump was operating as intended and there were no changes to the lvad parameters. Post lvad placement on (B)(6) 2017, the patient¿s operative course was complicated by hypoxemic respiratory failure resulting in a prolonged ICU and hospital stay. The patient experienced a left frontal lobe infarction on (B)(6) 2017 resulting in severe debility. The patient was also treated for a severe urinary tract infection secondary to foley catheter use. The patient was last seen in the clinic on (B)(6) 2018 and reported a fall and dizziness, which had been a chronic problem since hospital discharge. Per the family, the patient had stable symptoms up through the night prior to admission and had been compliant with taking the intravenous antibiotics. No further information was provided.